Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a distributor, a consumer experienced inflammation in the eye after using the contact lenses. The consumer consulted a doctor and did tests which resulted in fungus in the eye. The current status of the consumer's eye is not known at the time of this report; additional information has been requested but not yet received.

Manufacturer narrative:
Additional information provided in b.5.: this event was previously reported under mfg ref num 9610813-2022-00013. On 29aug2022, information was received clarifying that the event occurred within hungary versus czech republic. Therefore, further reporting for this event will be carried out under this mfg report num; no additional reporting will be submitted under mfg ref num 9610813-2022-00013. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a distributor, a consumer experienced inflammation in the eye after using the contact lenses. The consumer consulted a doctor and did tests which resulted in fungus in the eye. The current status of the consumer's eye is not known at the time of this report; additional information has been requested but not yet received. Based on information received following submission of the initial report, the initial decision to report was incorrect resulting in the initial report being submitted in error. This complaint is not considered to be a reportable event. (B)(4).